Event description:
It was reported that prior to implant they were unable to interrogate the implantable cardioverter defibrillator (ICD). It was impossible to interrogate the device with three different programmers. Another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Offsite analysis of the hybrid determined that the reported no telemetry/output condition was due to a leaky vref capacitor.